Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See also manufacturer's report #3004209178-2017-06322 for the patient's other device issue.

Event description:
Information was received regarding a patient implanted with an implantable neurostimulator. It was reported that there were several impedances when the device was checked in the o.r. They did some troubleshooting including turning off the lights, turning the amp to 3 and turning pw up to 300, but the physician wanted to make sure it was working properly so they changed the 3058. The issue was reportedly resolved. No patient complications were reported. On 2017-03-29 (rep): additional information was received from the manufacture representative (rep). Rep provided patient information. Rep reported the impedances were over 4000 ohms. The rep tried multiple approaches to clear the impedances. The rep reinserted the lead three times, wiped off the electrodes, increased the pulse width and amplitude. The doctor wanted to try a new implantable neurostimulator (ins) and the same impedances were encountered. The doctor decided to close and re-check the impedances post-operative. All impedances were cleared when the test was run post-operative. The old ins will be returned. No patient symptoms and no further complications have been reported as a result of this event. (B)(4). Additional information was received. It was confirmed at (B)(4) was the device with the out of box failure and was never implanted in the patient.